Event description:
Third admission for hemolysis. Admitted with low flow alarms, dyspnea on exertion, tea colored urine. Vad exchanged. Large thrombus noted within the pump. Prior to explant, pump flows 3.1 l/min, speed 9000 rpm, power 4.7 w, index 3.3. Inr 2.5.